Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. The reported device was received for evaluation; event was not confirmed during testing. Evaluation found no active leaking. There were no remedial actions taken on this device. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device was reportedly leaking. There was no patient involvement; no patient impact.